Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a scheduled follow-up. Episodes of non-sustained right ventricular oversensing occurred and were sent via remote transmissions. The egms were reviewed and showed low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. Programming changes were made. The patient was stable before, during, and after the device interrogation and will be monitored with routine follow-up.